Event description:
According to the reporter, there was redness and swelling at the suture site. The suture had to be removed and replaced. There was no medical attention or hospitalization required. The wound healed successfully.

Manufacturer narrative:
The aware date was submitted incorrectly on the initial report. The aware date for this MDR is (B)(6) 2017.